Event description:
The manufacturer received a report indicating that service was required for a trilogy evo ventilator. No patient involvement, harm, or injury was reported. The device was not in use at the time of the event. The device was returned to the manufacturer's service center for evaluation. The customer's complaint was not confirmed. Device log files were successfully downloaded and reviewed. Analysis identified a ¿vent inop¿ error associated with machine flow sensor drift exceeding specification (>0.2lpm). The machine flow sensor was replaced to address this issue. Additionally, multiple event errors were identified that were unrelated to the reported malfunction. These events indicated that the motor controller entered a shutdown state due to a motor-related error, and that a sensor offset during drift calculation exceeded allowable limits. To correct these findings, the system printed circuit assembly (pca) and blower assembly were replaced. During service testing, the device failed a fio2 test step; however, documentation did not specify which test step parameter failed. The fio2 sensor is used for monitoring purposes only and does not affect therapy. The device¿s 3-way solenoid valve was replaced to address the test failure. Further inspection identified dust accumulation in the in-line filter and prox fio2 and both were replaced. In addition, the muffler assembly and air inlet foam filter were replaced in accordance with the four-year preventive maintenance schedule. Following repair, the device passed all testing.